Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Diagnostic laparoscopy - "the monopolar energy transmission delivered from the scissor to the patient was intermittent. They replaced the device and it worked fine." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that the distal end of the device was covered in cauterized tissue/debris from the surgery. Testing determined that there was little to no continuity between the monopolar connector and the blades, which confirmed the complainant?s experience. The root cause of the intermittent electro-surgical functionality is cauterized tissue/debris blocking the electrical continuity through the device. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from sales rep on january 16, 2017 - the insufflation settings is typically 12-14 depending on the patient. They were removing peritoneum on the abdomen sidewalls. Scissors are not being re-processed.